Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: all keys were tested and found responsive. The keypad is intact. The keypad was removed and contamination was found under the up/down/contrast key contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that multiple keypad buttons are unresponsive, taking multiple, harder, presses to induce a response. The pump is worn exterior to a garment and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.